Manufacturer narrative:
Corrected information: the patient¿s weight was reported as 59.9 kg. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on (B)(6). It was reported that the patietn started using lioresal on (B)(6). The withdrawal symptoms and low-grade fever started on (B)(6) (note: this conflicts with the previous report that the symptoms first occurred at a refill on (B)(6)). Resolution occurred on (B)(6). The patient had a pump replacement for elective replacement indicator (eri) on (B)(6). On (B)(6) the patient experienced an onset of symptoms and hospitalization until an unknown date. The patient was hospitalized again from (B)(6). On (B)(6) the MRI was performed without contrast and was negative. On (B)(6) the patient was re-admitted to the hospital for recurrant symptoms until (B)(6) on (B)(6)the patient was changed to simple continuous dosing and on (B)(6) the dye study and computerized tomography (CT) myelogram were performed and were negative. The patient's medical history included spastic quadriplegia, cerebral palsy (cp), and a cognitive/communication deficit.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the cause for the increased spasticity and low grade fever was not determined. The dye study on (B)(6) 2020 and on (B)(6) 2020 were negative. The actions and interventions taken to resolve the increased spasticity and low grade fever was enteral baclofen changed to simple continuous dosing, emperic antibiotics on multiple hospital admissions. The issue was resolved. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
The patient¿s weight was reported as 59.9 kg. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was lioresal (baclofen) with an unknown dose and concentration. It was reported that the patient presented with increased spasticity and low grade fever on (B)(6) 2020. There were no environmental /external/patient factors that may have led or contributed to the issue. Troubleshooting included pump interrogation, and there were no alarms. Actions that were taken to resolve the issue included a possible catheter dye study next week, and the patient was admitted to the hospital and was being monitored. The issue was not resolved at the time of the report. Surgical intervention had not occurred, it was unknown if it was planned. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported by the rep that they did not know the cause of the increased spasticity and low-grade fever. It was reported that the planned dye study had not yet been performed. The patient was given IV diazepam and oral baclofen. The rep did not have an update on if the issue had been resolved. It was noted that the reported info was confirmed with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 at which time it was reported that the pump was delivering lioresal (2000 mcg/ml at 458 mcg/day) in flex dosing mode. The pump had previously delivered gablofen. The last pump refill was (B)(6) 2020. Per the reporter, on (B)(6) 2020 they were doing a dye study because the patient was having withdrawal/spastic symptoms. They would be doing an MRI to see the catheter. There were no issues in the logs and no volume discrepancies. During the dye study they were able to access the cap (catheter access port) and withdraw 3 cc of clear fluid. No further complications have been reported as a result of this event.